Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported seeing poor communication when they went to use their programmer to change settings. The patient programmer (pp) would not do telemetry with or without antenna. It was noted that the patient used an antenna. It was reviewed for patient to confirm antenna was secure and sync with ins but that did not resolve the issue. It was reviewed for patient to unplug the antenna, and place the pp directly over ins, on skin and sync and this did not resolve the issue either. Patient was warm transferred to repair department. No patient symptoms were reported. Patient's medical history included parkinson's disease which was there prior to implant. No further patient complications were reported/ anticipated as a result of this event. On (B)(6) 2018 (B)(4) (con): patient reported the same programmer issues and noted that the pp was replaced. Patient also reported the need to get in contact with the local rep before getting discharged from the hospital the day of the call. It was unknown if the hospitalization was related to the device or not. On (B)(6) 2018 rpl update: no new information reported.

Manufacturer narrative:
The report was previously sent on the wrong device. Correction has been made and the report is now on the correct device. If information is provided in the future, a supplemental report will be issued.